Event description:
While surgeon was forwarding the screw into the pt using the biorci driver, the screw broke in half, and the other half remained in the tunnel. The surgeon removed all the pieces using a grasper. Using another device, the procedure was completed with no pt injury reported.